Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date.

Event description:
It was reported that a tip break occurred. A 155cm truselect was selected for use. The housing hoop was flushed and during removal of the catheter from the hoop, the catheter tip broke off. The device never entered the patient. There were no patient complications reported.